Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, the exposed cut wire was broken and the broken ends of the cutting wire appeared burnt/blackened. The broken section of the exposed cutting wire had retracted inside the lumen of the extrusion through the proximal pierce hole, which made it appear as though the cut wire was not present. After advancing the broken cut wire out of the proximal pierce hole, by extending the handle, it was determined that the length of the exposed cut wire meet specification. This measurement found the cut wire broke at the anchor (distal pierce hole). Examination of the anchor, determined, that the cut wire had been correctly soldered during manufacturing. The outer diameter (od) of the exposed cut wire was measured and found to be within specification. The condition of the returned incident device was not consistent with the complaint that the cut wire was not present. Visually, it appeared as though the cut wire was not present. The cut wire was present but due to the break, it retracted inside the catheter. During manufacturing, tome devices are 100% inspected so the broken cut wire is likely due to procedural factors. Therefore, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the hydratome was advanced down the endoscope and positioned at the papilla to perform a sphincterotomy. When the physician attempted to bow the hydratome, it was discovered that the cut wire was not present on the catheter of the device. Physician used the endoscope to determine if any portion of the wire fell into the patient and no wire was seen. No additional intervention is planned and there have been no patient issues. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, the hydratome was advanced down the endoscope and positioned at the papilla to perform a sphincterotomy. When the physician attempted to bow the hydratome, it was discovered that the cut wire was not present on the catheter of the device. Physician used the endoscope to determine if any portion of the wire fell into the patient and no wire was seen. No additional intervention is planned and there have been no patient issues. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.